Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 4 of 9 mdrs filed for the same patient (reference 1825034-2016-03321 / 03322 / 03323 / 03324 / 03325 / 03326 / 03327 / 03330 and 1825034-2016-01224).

Event description:
Patient underwent a hip revision approximately 4 months post-implantation due to infection. All parts were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.